Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient went to the hospital. He said the egv was 400 mg/dl and his tandem t:slim x2 closed loop system gave him insulin while he was sleeping when was really 107 mg/dl. It was not documented if the patient experienced actual hypoglycemic shock from the high bias inaccuracy, and if so what the reversal method was. Per documentation, all diligence required was completed but technical support was unable to reach the patient. The patient refused to provide additional information during the chat and it got disconnected. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.